Event description:
It was reported that patient underwent total elbow arthroplasty on (B)(6) 2003. Subsequently patient was revised on (B)(6) 2005 due to migration of the condyle lock screw components. Additional information received indicates patient underwent a second revision on (B)(6) 2009 for an unknown reason. The humeral component and condyle kit were removed and replaced. Patient underwent a third revision on (B)(6) 2013 due to loosening of the humeral component and loosening and wear of the bearing. The humeral component, bearing and condyle kit were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿loosening, migration, and/or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity." Number 13 states, "wear and/or deformation of articulating surfaces." This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2013-03122 / 03124). An additional MDR was filed for this patient previously (reference 1825034-2005-00027).